Manufacturer narrative:
Deroyal: the reported device has been returned to deroyal for eval. The investigation into the root cause is in process.

Event description:
The hosp reported that the skin temperature probe was reading at a temperature five degrees celsius higher than the actual pt's body temperature. They had to stop the procedure and call in the team in case the pt went into hypothermia. Use of a second probe determined first probe was defective. There was no adverse outcome.